Manufacturer narrative:
Updated sections: a2, a3, a4, b4, e2, e3, g2(health prof added), g3, g6, h2, h10.

Event description:
N/a.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) negative pressure of the alarm was low, and other equipment was used instead. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer(fse) evaluated the unit, and on-site detection shows that the drive valve group is faulty. The 5000-hour maintenance package needed to be replaced. The fse replaced the manifold drive and 5000-hour maintenance kit. After repair, the alarm message was eliminated, and the equipment passed all factory-specified performance and safety index tests. The device has been delivered to the customer and is ready for clinical use.

Event description:
N/a.